Event description:
A report was received that the patient will undergo an ipg and lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the procedure that occurred on june 17, 2011 was a permanent implant, not a replacement procedure.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason.